Event description:
It was reported the patient¿s device was explanted on (B)(6) 2014. It was noted the health care provider (hcp) evacuated an epidural hematoma. It was further noted the patient had a CT scan. It was reported the patient had severe pain in their lower back. Additional information received reported the patient has regained all function of their lower extremities since the evacuation of the epidural hematoma. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6)2014, explanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. (B)(4).